Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that there was a connection issue to the camera box. The screen went blank mid case and the picture would not come up again. The facility was able to proceed with a different scope. No negative impact in state of health reported.

Manufacturer narrative:
The affected device will be forwarded for further investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).